Event description:
The complaint states, "per report: case manager received an email from patient who reported some of the mix2vials did not work to successfully transfer the sterile water to the cinryze vial."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for return and no picture was provided. Lot history could not be performed as the lot number was unknown. A review of the monthly report (february 2025) for cinryze was also performed relative to the subcategory "incomplete diluent transfer". (B)(4) no evidence of a manufacturing or material defect, as no root cause was identified, no corrective and / or preventive actions were applicable. The complaints were not confirmed.